Event description:
It was reported that an intermate lv250 bladder ruptured at the end of infusion. There was patient involvement, but no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit determined that the reservoir ruptured in a footed position. The reservoir was also microscopically examined for any abnormalities. However, the cause of this condition could not be determined. No other observations were noted on the unit. Additional information: a batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot.